Manufacturer narrative:
Our investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the front panel to their v-pro max 2 sterilizer fell on an employee's foot. The patient was sent to the emergency room, but it is unknown which type of medical treatment was administered.

Event description:
The user facility reported that the front panel to their v-pro max 2 sterilizer fell on an employee's foot. The employee was sent to the emergency room, but it is unknown which type of medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max 2 sterilizer and found that the door cover's adhesive failed, which caused the door cover and panel to separate. The technician replaced the door cover, tested the unit, confirmed it to be operating according to specification, and returned it to service. A three-year complaint review indicates this to be an isolated event. No additional issues have been reported.